Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to deviation from the instructions for use. The event can be prevented by following the instructions for use which state: "chapter 7 routine maintenance conducted every month, every week as needed. 7.2 replacing the water filter (maj-2318). Replace the water filter at least once a month to prevent contamination of the rinse water. Important information: do not repair and modification. Do not disassemble, modify, or attempt to repair this equipment and its accessories. Doing so could result in operator or patient injury and/or equipment damage or malfunction. Some problems that appear to be malfunctions may be corrected by referring to chapter 8, ¿troubleshooting and repair¿. If the problem cannot be resolved using the information in chapter 8, ¿troubleshooting and repair¿, contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, bacteria were detected in the auxiliary water pipe of colonovideoscope when a culture test was carried out. When the cds (cleaning, disinfection and sterilization) checklist provided by the customer was reviewed, it was noted the water filter of the reprocessor was used after the replacement deadline had expired and there was a possibility that the wash tube was modified. The enzymatic detergent used for the cds method was cidezyme (advanced sterilization product). It was further reported that there was a possibility all endoscopic examinations will be cancelled. However, since on-site inspection revealed no abnormality with the reprocessor, the scheduled examinations will be conducted with equipment other than the scope in question. Additional information has been requested to clarify any patient impact due to this event. This report is being submitted to capture the event of the reprocessor being used after he water filter replacement deadline had passed. This complaint is related to patient identifier: (B)(6) regarding positive culture [model number: cf-hq290i, evis lucera elite colonovideoscope, serial number: (B)(4)] and c22400059 regarding scope that was cleaned after the water filter replacement deadline had passed (device: scope, model #: unknown).

Manufacturer narrative:
A study session on cleaning and disinfection was proposed to the site. The investigation is ongoing, and a supplemental will be submitted on completion of investigation or if any additional information is available.